Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 279 mg/dl. The customer was admitted to the. Hospital on (B)(6) 2015. The cause of the 911 call as per healthecare provider is stroke. The customer was treated for the stroke and was released on (B)(6) 2015.